Event description:
It was reported that the patient's left hip was infected and implants were removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.